Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure on (B)(6) 2018 to remove hardware implanted at t11 to l3. During the procedure, three (3) screws of the matrix transverse connector could not be loosened. Although the 3.5mm screwdriver t15 with groove l200, which is exclusively designed for this type of removal, the screws could not be loosened. Another t15 driver, which is a trauma product with a larger handle, was used and was able to loosen two (2) out of the three (3) screws. The other screw could not be loosened at atll. Surgery was completed with a delay of approximately 80 minutes. The removal of the matrix transverse connector is addressed in (B)(4). This report addresses the intraoperative issue with the 3.5mm screwdriver, which was noted to be bent and stripped during preliminary investigation. This report is for one (1) 3.5mm screwdriver t15 with groove l200. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 314.041 lot no.: l055025 manufacturing location: haegendorf release to warehouse date: 14.sep.2016 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. The returned 314.041 (trauma) screwdriver was found bent and stripped during initial investigation of pc-000126030. This complaint pc-000174504 was created from pc-000126030 for investigation of bent and twisted screwdriver. This complaint is confirmed. The distal tip of the returned screwdriver is twisted in the direction of resistance encountered during attempted screw removal. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. The returned screwdriver was manufactured in september 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Screwdriver assembly drawing and screwdriver shaft component drawing were reviewed during this investigation. The 314.041 screwdriver is a reusable instrument in the pediatric lcp plate system for osteotomies and fracture fixation of the proximal and distal femur. The returned trauma screwdriver was damaged (twisted) during use in a spinal procedure which involved attempted removal of previously implanted screws. No product design issues or discrepancies were observed. An accurate dimensional analysis was unable to be performed at cq for the returned device due to the post manufacturing damage. The most likely cause for this complaint is using this trauma screwdriver while attempting to explant/remove a previously implanted spinal screw with boney ingrowth. The method of use which led to the device becoming damaged is determined to be outside of the intended use of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.